Event description:
The customer was performing an evaluation of the round cane seating system for future purchasing requirements. As is customary with samples placed into a hosp setting, the eval involved a client utilizing the seating system. The therapist, was giving the client a chest massage to help move fluid out of the lungs. The massage involved slight pressure to the client's chest while the chair was in full tilt. Therapist heard the bolts start to snap and as the towal bar fell backwards, therapist grabbed the client preventing the client from falling backwards. The client was not injured.